Event description:
A report was received via FDA's medical products reporting program that a female used renu with moistureloc multi-purpose solution from 2002 until 2006 and then she switched to renu multiplus multi-purpose solution after hearing about the recall on renu with moistureloc. It stated that, she began to experience problems in 2005. She experienced continued blurred vision, eye discharge, watery eyes, redness with pain and noted that while working on the computer, she experienced sensitivity to light. Additionally, three layers of epithelial tissue were torn in her left eye and that the injury did not heal. The pt reported that her eye problems persist and has been unable to wear her contact lenses. She noted that the contact lenses were prescribed for her in 2002. The pt's physician reported that the pt had a large corneal abrasion temporal to her pupil, just outside of the central 4 mm of the cornea. The abrasion did penetrate bowman's membrane. The pt was treated with bacitracin and ciloxan eye drops.

Manufacturer narrative:
Although this complaint is unrelated, bausch & lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formual and recalling all distributed product.